Manufacturer narrative:
(B)(4). The customer reported an unexpected shutdown during use. No adverse patient impact was reported. The device was evaluated by a philips fse. The symptom could not be duplicated. Multiple parts were replaced at the discretion of the technician to address the issue. The device remains at the customer site. Based on the customers report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported an unexpected shutdown during use.